Event description:
It was reported that the headend lift was drifting and the siderail was stuck.

Manufacturer narrative:
Follow-up submitted as it was determined this complaint was entered in error and there was no malfunction with the bed.

Event description:
It was reported by customer that the head end lift was drifting. Upon evaluation by the service tech, it was found that the siderail was stuck.